Event description:
Reference number (B)(4). Event occurred in poland it was reported that the patient faced tape not sticking event on (B)(6)2026 and tape unstick after couple of hours. No further information available.